Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air water cylinder tube had white residue, intermittent image flickering and vertical lines. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the air water cylinder tube had white residue is cause not established and for intermittent image flickering and vertical lines is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.